Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they saw their doctor with appointments of (B)(6) 2019 (1st visit), (B)(6) 2019 (surgery device explanted), and (B)(6) 2019 (final post-op visit). The patient clarified that the ¿hot branding iron¿ sensation over the incision/pain was related to the implanted device. They stated that they did not know the cause of the issue, but, when they turned the device off, the heat and pain sensation eased. As actions taken, the patient noted that they were out of town when the issue began and they did not bring the ¿control pad¿ with them. When they returned home on (B)(6), the turned the device off and the heat/pain eased. The patient mentioned that the heat sensation dissipated but they were left with discomfort when they lie on their back or on their left side where the device was implanted. The patient reported that had the implanted device explanted on (B)(6) 2019 and gave them strict instructions to return it back to the manufacturer. There were no further complications reported or anticipated.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6) analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient to device registration services that they were having trouble with the machine. The patient was then transferred over to patient services where the patient¿s allegation was clarified: the patient reported it felt like a ¿hot branding iron¿ was over the incision site and was causing a lot of pain. Patient services asked the patient for a date when they first noticed this issue and the patient answered it was about a week ago. The patient noted they had pain after the initial insertion of the implant and they were told by the health care physician (hcp) that the pain was due to the nerves in that area. The patient stated that they were given gabapentin and they still had ¿discomfort and pressure.¿ the patient stated they had turned the ins off and that ¿it¿ was ¿a lot better,¿ but they still felt pain. Patient services asked the patient if they had any falls or traumas and the patient stated that it was after sex that they noticed this issue getting worse. Patient services reviewed the importance of getting the ins checked and as the patient did not have a hcp, physician listings were sent in an email to the patient. The patient was going to follow up with an hcp. Follow up information received from the patient on (B)(6) 2019 reported that they were unsure if the pain/felt like a hot branding iron over the incision issue was related to the device. They stated that the pain began after sex with their husband (they were on the bottom). The pain was not immediate but it gradually had increased over several days. Around (B)(6) 2019, the patient turned the device off as an action taken to resolve the issue. They also contacted the implanting doctor and manufacturer¿s representative about the issue. The representative agreed with the decision to turn the device off. The patient was also sent a list of doctors in their area. The device system was explanted on (B)(6) 2019. There were no further complications reported or anticipated.